Event description:
It was reported that the right ventricular lead triggered a lead integrity alert. Electrogram showed noise consistent with a lead fracture or connection issue. The lead remains in use for further evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) the full lead was returned in sgements and analyzed. Primary analysis finding noted that no anomalies were found. The lead insulation had cosmetic (in-vivo) overlay tubing environmental stress cracking (esc). The lead insulation had cosmetic (in-vivo) outer insulation depression. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead had oversensing. The lead was capped and was replaced. No patient complications have been reported as a result of this event.